Event description:
Information received by medtronic indicated that the customer noticed a crack in the rear of the insulin pump, as well as a damaged retainer ring. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump was received with a frozen screen. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify critical pump error (open book image) alarm due to frozen screen. Pump was cut open to perform visual inspection and found severe moisture damage on the pcba 1, pcba 2, force sensor, motor, keypad flex connectors and harness assembly vibrator. Unable to download firmware using crest due to frozen screen. Unable to download history files and traces using thus due to frozen screen. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: moisture damage, pillowing keypad overlay, battery tube threads - cracked, cracked case, scratched case (minor scratches), scratched lcd window (minor scratches), cracked case (battery tube), cracked case-corner of belt clip rails, label damage (stained and faded serial number) and corroded home switch. Cosmetic damage was confirmed at back of pump. Retainer ring damage not confirmed due to retainer ring intact, however, other cosmetic damage was noted. Exposed to moisture confirmed. Frozen screen confirmed due to moisture damage on pcba 1, pcba 2, force sensor, motor, keypad flex connectors and harness assembly vibrator. Unable to download history files and traces due to moisture damage on electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.